Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.

Event description:
The event involved a 28 cm (11") appx 2.5 ml, set ambrato per infusione 2 clave® connector, perforatore con filtro where it was reported the connection of the chemotherapy tree became disconnected at the moment of setting up the chemotherapy, resulting in liquid being sprayed into the eye. The event was observed during chemotherapy infusion. There was patient involvement. No clinical consequences for the patient and the device was changed. Spray rinsing liquid into the nurse's eye. No need for medical intervention. No significant delay, the therapy was completed after the device was changed. No blood loss is considered clinically significant. Consequences for the operator: spray of liquid into the eye, without clinical consequences. No cut, tear, or any physical defect was noted. The liquid was in contact with the nurse, but there was rinsing liquid only and no cytotoxic.